Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had tower failure. The customer reported that there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 4 clicked and failed. A field service engineer tested all doors using the diagnostics tool, and door 4 failed again. To resolve the issue, the latches were replaced with the new style. Then user recovered the failed door 4 and performed an inventory check of the medications to ensure accuracy and completeness. The system functioned as intended after the field service engineer repaired the device.